Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings were missing from the provisional shim instrument.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned shims identified that the shim from l/n 62717354 has one each of components 1 and 2 disassembled and the remaining shims has both of components 1 and 2 disassembled. The disassembled subcomponents were not returned. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.